Manufacturer narrative:
Device received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Device also received with cracked case cracked battery tube threads and missing display window cover.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was beeping non stop, the screen was flashing gray and not showing any option. Customer's blood glucose value was 185 mg/dl. The customer was assisted with troubleshooting. Customer was called back with blank display after receiving new battery cap. Customer states the display was blank less than 30 seconds and then returned. Customer states display was blank currently. Customer states they remove the battery and insert battery alarm did not display on the insulin pump screen. Customer states the same battery was used all the time. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.